Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this complaint from the loan set department. During inspection orthokit specialist detected 1 broken device. Drill bit ø 2.0/1.15 mm, cannulated, length 150/48 mm, 3-flute, for quick coupling - the cutting part of the drill is broken. Broken part was not returned. No patient involvement. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 310.221, synthes lot number: f-17409: manufacturing location: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 19.aug.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed. The drill bit was received for investigation. The visual inspection has shown that approximately 16 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required. The measurements of the hardness after the hardening procedure were within the required specification. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and is found to be within the specifications per relevant drawings. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hsz, gfa, and gff. Reporter facility name and address were not provided for reporting. The device was received and the product evaluation is in progress. No conclusion can be drawn. Date of event was reported in error. Date of event is unknown. Reporter name and country code. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.